Manufacturer narrative:
Device eval: the suspect device is not expected to be returned for eval. The customer did not specify if this was the initial use of the device. A f/u report will be submitted when the investigation has been completed.

Event description:
The customer reported that the luer lock on the tubing broke at 1000 psi. No harm or injury was reported.